Event description:
This rv lead was implanted on (B)(6) 2006. A call to technical services on (B)(6) 2012 states that the patient was shocked several times. They are seeing noise on the rv lead. Patient is in the emergency room right now. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).